Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t hemodialysis (hd) machine that gave a heparin pump alarm message during dialysis mode, however a patient was not on the machine at the time of the alarm. It was unknown if there were any audible alarms. The biomedical technician (biomed) swapped the heparin pump module and cable, as well as the actuator/test board. The biomed tried to swap the function board, however when the biomed swapped the function board using the eeprom from the original function board on a known good board, the machine gave an eeprom read error message on power up with an audible alarm. It was noted that there was a burn mark in the eeprom. It was unknown if the eeprom was installed upside down. Upon follow up, the biomed stated that the eeprom and the motherboard were burned. There was no burning smell, melting, smoke, spark, or flame. There was no damage to any other components and that the parts were the original fresenius part on the machine. The biomed confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed is waiting on backordered parts to repair the machine and return it to service. Additionally, the biomed reported that while the eeprom was discarded, the motherboard was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.